Event description:
Device malfunction: device #1 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training attempted arteriotomy closure of the left common femoral artery using the proglide device after an interventional procedure. Reportedly, it was noticed that when retracting the needles there were no sutures present at the end of the needle. A second proglide was used to achieve hemostasis. After vessel closure, there was oozing, which was stopped after four minutes of manual compression. There were no other adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #2: proglide, part #12673-05, lot #64234-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not completed.